Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: dtma1q1 ICD; 693565 lead; 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had no capture and insulation breaks within the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.